Event description:
It was reported that the handpiece began overheating during 3rd molar removal procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be confirmed.